Event description:
Physician reported that a pt treated with tongue suspension had developed a wound infection which was treated by irrigation, drainage and oral antibiotics which did not resolve. The persistent infection lead to the removal of the encore bone anchors and suture. Infection resolution approx was reported post device removal. The physician noted the infection appeared to be a "regular" wound infection and did not suspect specific device involvement.

Manufacturer narrative:
The device was not returned to the MFR for eval, therefore we are unable to determine the definitive cause of the event. Although it is unk if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.